Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the nozzle was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no flow on the air/water due to a clogged nozzle. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that there was no deviation from instructions for use in reprocessing steps for the area where the foreign material remained. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.